Event description:
The patient called to report that they cannot have a MRI done because they had an improperly placed lower chamber lead. Follow-up was conducted and from the information obtained it was reported that the patient did not have an improper placed lead, but there was movement of the right ventricular lead when it was implanted and that the thresholds are too high so a MRI can not be performed. The lead is being monitored at this time and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.